Event description:
It was reported that a patient received spaceoar vue on an unknown date experienced pain and discomfort 10 months after implant. Upon review of the computerized tomography (CT) scan, it was observed that the contrast is still present. It is possible the hydrogel is still present. Additional information. A patient experienced symptoms of pr bleeding, hemorrhoids, polyps, and bowel urgency after receiving a spaceoar implant and radiation treatment. The patient visited a gastroenterologist for a colonoscopy, which revealed a firm prostate indenting into the rectum. The physician believes that the bowel symptoms are likely a side effect of the radiation therapy, rather than the spaceoar implant. To confirm, a computerized tomography (CT) scan of the abdomen and pelvis will be conducted to rule out any other potential issues.

Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, (B)(6) 2025, was chosen as the best estimate based on the date that the manufacturer became aware of the event, 02/15/025. Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a04 is being used to capture the reportable event of material integrity problem. Block h11: the following blocks were updated based on additional information. B5, d6a, e1 (initial reporter facility name), h6. The following blocks were corrected. B1,g2. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, 02/01/2025, was chosen as the best estimate based on the date that the manufacturer became aware of the event, 02/15/025. Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a04 is being used to capture the reportable event of material integrity problem.

Event description:
It was reported that a patient received spaceoar vue on an unknown date experienced pain and discomfort 10 months after implant. Upon review of the computerized tomography (CT) scan, it was observed that the contrast is still present. It is possible the hydrogel is still present.